Event description:
It was reported that the patient presented to the emergency room experiencing discomfort. Upon interrogation, it was noted that the right ventricular - rv lead caused inappropriate shock due to sensing atrial fibrillation. An x-ray was performed and the rv lead was found to be dislodged. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock and far p over sensing. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The reported event of far p over sensing was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.